Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedances on the right ventricular (rv) lead. The lead impedances have been high since implant around 95 ohms and have gradually risen to 124 ohms. During testing, out of range impedances were observed at 160 ohms. At this time, the crt-d and rv lead remain in service. The patient is being monitored. No adverse patient effects were reported.